Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be determined, and a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4); no product is available for investigation. The hm3 lvas IFU lists localized infection, driveline infection, pump pocket/pseudo pocket infection, and hepatic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, the hm3 lvas IFU and hm3 lvas patient handbook both provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 3 months (the age is calculated from the date of implant to the event date). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was readmitted on (B)(6) 2018 with ongoing driveline infection plans for 6-week course of therapy through (B)(6) 2019. Patient was sent home on daptomycin 6mg/kg/day. Patient had e. Coli left-sided empyema. On (B)(6) 2018, patient was presented to outside hospital with 3-4 day history of weakness, fatigue, anorexia; white blood cell 21.9, lactate 6, pro-b-type natriuretic peptide 11650, new hepatic panel abnormalities. Given vancomycin, blood culture was negative. On (B)(6) 2018, patient was transferred to duke. Increased size of loculated left pleural effusion; suggestive of empyema and unchanged likely loculated small right pleural effusion. On (B)(6) 2018, pigtail placement (delayed due to elevated international normalized ratio); exudative analysis done and now cultures positive for e. Coli from pleural fluid. Tissue plasminogen activator and pulmozyme to be given via pigtail to intra-pleural space twice a day for 3 days. Discharged on cipro and doxycycline eventually, with view to treat for 6 weeks total.